Event description:
The customer reported a speaker malfunction inop was displayed and there was no sound coming from the intellivue x3. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.